Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was evaluated and replaced, and the cmos was reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to boot up. There was no reports of pt injury or death associated with this event.